Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a software issue. The technical support specialist dialed in and applied ka 000012204 on the station as the db is bloated due dsclientoltp database properties. The tsc successfully applied ka and db size shrunk to 2.8gb. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system had an error message. The customer stated that fatal error has occurred on the underlying data source when trying to login "this could be a network connection problem or hardware issue". The issue was causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.